Event description:
It was reported that during a supply change the user stated a prior cartridge was leaking and the leak was noticed approximately 100 units into the fill tubing step, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation of this case revealed a leaking cartridge component consistent with a device component failure of the cartridge without alarm notification. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge during use.

Manufacturer narrative:
Initial.